Event description:
It was reported that a patient who underwent a phaco procedure on the 31st of july, had complaints of discomfort in the right eye and impaired vision. The patient visited site for an anterior chamber (ac) washout on the 30th of august. During the examination, the optometrist noted a shiny metallic object at 11 o¿clock in the iris. The surgeon decided not to go ahead with the ac washout and to check the patient in a couple of weeks to see if the issue persists. No medical or other surgical interventions were performed. The johnson & johnson territory manager, was instructed to send the report with the note that the hospital were monitoring the patient but were unlikely to remove the metal object if the patient had no further issues. No concerns were raised regarding the patients daily activities. We learned through follow up that there was no delay with the treatment and that the lot number was not available. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI number: unknown as product serial number was not provided. Section e1 - telephone number: (B)(6). Section h4 - device manufacture date: unknown as product serial number was not provided. Section h3 - other (81): the laminar phaco tip was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.